Event description:
It was reported that the patient was experiencing drop seizures (in which the patient would fall), which the patient did not experience prior to vns implantation. No additional or relevant information has been received to date.